Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and bladder perforation ("perforation location: bladder") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included panadeine co (tylenol #3). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), bladder disorder ("bladder changes"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headache"), weight increased ("weight gain"), infection ("infection bladder"), urinary tract infection ("infection urinary tract") and vaginal infection ("infection vaginal"). The patient was treated with surgery (she underwent hysterectomy to remove essure device) and surgery (implant for bladder). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, migraine and weight increased had resolved and the bladder perforation, abdominal pain, bladder disorder, urinary tract disorder, headache, infection, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, bladder disorder, bladder perforation, dysmenorrhoea, dyspareunia, headache, infection, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: done. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:the event menorrhagia, bladder changes, urinary problems, migraines, headache, perforation location: bladder, weight gain, infection (bladder/ urinary tract/ vaginal)added.reporter,events outcome,concomitant medication,lot number added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery to remove essure device in (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.